Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced an infection of the outer ear which was treated with antibiotics (unknown type). The device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.